Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional manufacturer summary has been updated and provided with this report in section h10.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged unexpected battery power loss found on 07-aug-2022. Missing retainer ring. Unable to perform the displacement test, active. Pump passed current test and sleep current test. No unexpected battery power loss alarms noted during testing. Successfully downloaded history files and traces using thus. The first power management graph confirmed loaded voltage (loaded vlith) drops below 3.7v due to connector resistance of j6/pcba 1 and never goes above 3.7v. Unexpected battery alerts were found in the history files on the following dates: 26-may-2022, 28-may-2022, 30-may-2022. Each of these days had low battery alert 104 skipped to charge battery fault 73. Pump error 25 was found in the history files on 10-may-2022 at 17:00:00.00. Pump was cut open to disconnect and reconnect the backup battery connector on the j6/pcba 1. Pump was sent to redownload the next day. Pump successfully redownloaded with thus. The second power management graph shows the unloaded voltage (ul vlith) and the loaded voltage (loaded vlith) were still within 300ma range but loaded voltage (vlith) does not drop any lower than 3.7v. No unexpected battery alerts or unexpected power alarms were noted in the second set of history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), keypad overlay peeling, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing, scratched case. Missing/damaged retainer ring confirmed. Unexpected battery power loss confirmed in the history files on 26-may-2022, 28-may-2022, and 30-may-2022. Pump error 25 confirmed in the history file on 10-may-2022 due to a connector resistance issue with the j6 connector. Exposed to moisture confirmed on pcba 1 and pcba 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert every few days. Customer reported that they changing batteries all the time. No harm requiring medical intervention was reported. The device was returned for analysis.